Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak as visually observed in the dialysate. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 100 ml. The pt had no adverse effects and no med intervention was required. The pt completed treatment with a new set up. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.